Event description:
A medtronic representative called stating that a customer's son was hospitalized because his meter was not reading correctly. It was alleged to be 100-250mg/dl off. The call was disconnected before any addtional information was provided.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information only the first name and company name were provided for the initial reporter.